Manufacturer narrative:
Updated data: h2, h3, h6. Image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Evidence shows that the patient had a previously implanted non-medtronic trifecta surgical aortic valve, reported size 23mm. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was attempted to be implanted and appeared to be severely under expanded just prior to the point of no recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The valve was recaptured, removed and a new valve was loaded. Fluoroscopic valve load inspection of the new valve confirmed a good load. Prior to the new valve implant, a pre balloon aortic valvuloplasty was performed. The new valve was deployed, and drastically better expansion was observed. There is evidence of a post implant dilatation with improved expansion noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve (viv) procedure involving the evolutfx-26, the valve was deployed to 80% but was extremely constrained. The valve was then recaptured, and a balloon aortic valvuloplasty (bav) was performed. Subsequently, a new valve was loaded and successfully deployed. No patient complications have been reported as a result of this event. Additional information was received that transcatheter valve was implanted into a 23 mm non-medtronic (trifecta) surgical valve. Per the physician, the existing stenotic valve contributed to the issue. A minimal procedural delay occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve (viv) procedure involving the evolutfx-26, the valve was deployed to 80% but was extremely constrained. The valve was then recaptured, and a balloon aortic valvuloplasty (bav) was performed. Subsequently, a new valve was loaded and successfully deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012340973); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.